Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device remains implanted.

Event description:
Healthcare professional reported right side "rupture". Device remains implanted.

Event description:
Healthcare professional later reported right side calcification and lump nodule which is not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening calcification: no observed calcification on the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: wear abrasion observed on the device. Crease fold observed on the device. Stress mark observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported right side calcification and lump nodule which is not related to the device. The device has been explanted and replaced.